Manufacturer narrative:
Correction/additional information: serial number confirmed and updated -[ serial number, model number, lot number, expiration date, UDI number] , manufacturing date.

Event description:
The unknown serial number was confirmed. This report is to update the device information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular response episodes (hvr) due to noise were observed on the lead. Lead damage was suspected but lead parameters were stable. The noise was reproducible with isometric testing. Programming changes were made. No intervention was planned. The lead was to be monitored. The patient was stable.